Event description:
It was reported that the patient presented to the hospital for a pre-procedure examination for a scheduled pulse generator change procedure. Prior to the procedure, it was noted that the left ventricular lead exhibited high capture threshold. The lead was explanted and replaced. The patient was stable in condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events for inadequate capture and high threshold were not confirmed. Analysis found that a complete lead was returned in one piece measuring 86.2 cm. Visual inspection of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.